Event description:
It was reported the programmer has a broken back door and will not connect to the software distribution network (sdn). The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device had a broken back door and the device would not connect to the sdn, the hard drive was reconfigured and software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose. Concomitant products: product ID 2067 radiofrequency head; product ID 229047 analyzer. (B)(4).